Event description:
Event was reported to caldera medical by an attorney. The patient has suffered recurring urinary tract infections, bleeding, pelvic pain, back pain, urinary incontinence, dyspareunia, emotional distress, mesh erosion, and mesh puncturing pelvic area. No further information has been provided.